Manufacturer narrative:
The customer¿s report of an over infusion of insulin was not replicated during testing. Log analysis results: review of the pcu error logs showed no records associated to the reported incident. Based on the logs, the source device was added to the pcu at 6:52 am. The device is selected and the user programs primary infusion, insulin 100 unit in 100ml, (drug ID 195) at 7:52 am, at a rate of 6ml/hr and a vtbi of 80ml. The infusion was started at 7:53 am. The pump module infused until 8:38 am when the user paused the infusion. The device is selected and the user changed infusion rate to 4ml/hr. The infusion is started at 8:43 am. The pump module infused until 8:46 am when the user paused the infusion. The pump module is channeled off at 8:53 am. The total volume infused was recorded as 4.771ml. The root cause of the customer¿s report that the medication over infused was not identified in this investigation. Device history review: a review of the device history record showed the device had a manufacture date of 04/17/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module s/n 14886013 was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n 14886013 which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported there was an overinfusion of insulin. A new insulin drip was hung with the night rn. It had been verified that the insulin was going at the correct rate and that the infusion was setup properly. The intended rate was 100 units/100ml, 6 units/hour. An hour later, it was noted that the bag was empty. There was no liquid on the ground or on the bed. The healthcare team involved think the pump may have malfunctioned and ran all the insulin into the patient. The drip was stopped and blood glucose was checked every 30 minutes for 6 hours. The patient was closely monitored and was given juice twice to counteract the event. Patient remained stable. Although requested, further information not provided.

Manufacturer narrative:
A follow up report will be submitted once the evaluation is completed. Diagnosis- acute kidney injury, hypertension, type I diabetes. Although requested, no additional patient information provided. The device has been received and an evaluation is pending.

Event description:
It was reported there was an over infusion of insulin. A new insulin drip was hung with the night rn. It had been verified that the insulin was going at the correct rate and that the infusion was setup properly. The intended rate was 100 units/100ml, 6 units/hour. An hour later, it was noted that the bag was empty. There was no liquid on the ground or on the bed. The healthcare team involved think the pump may have malfunctioned and ran all the insulin into the patient. The drip was stopped and blood glucose has been was checked every 30 minutes for 6 hours. The patient was closely monitored and was given juice twice to counteract the event. Patient remained stable. Although requested, further information not provided.